Event description:
It was observed during central processing that the tip of a precise bipolar forceps instrument had a broken wire. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. The complaint of a broken wire at the tip of instrument was confirmed. The pitch up cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were not damaged. An additional observation not reported by the site was tube damage. The distal end of the main tube had various scratch marks with light material removal. The scratches were .075 - .125 in length and not aligned with the tube axis. Evidence is not conclusive, but the damage may have been caused by mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.